Event description:
It was reported that during the procedure to sample a suspicious peripheral nodule using the procedure kit, an error message "out of sensing volume" appeared. The facility did not have another 90 degree catheter available and had to use a 180 degree catheter to continue the procedure, which resulted in a non-diagnostic outcome. An endobronchial ultrasound bronchoscopy (ebus) lymph node test was also conducted and was diagnostic. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure to sample a suspicious peripheral nodule using the procedure kit, an error message "out of sensing volume" appeared. The facility did not have another 90 degree catheter available and had to use a 180 degree catheter to continue the procedure, which resulted in a non-diagnostic outcome. An ebus lymph node test was also conducted and was diagnostic. The physician was able to complete the electromagnetic navigational bronchoscopy (enb) portion of the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.